Manufacturer narrative:
D6a: new data - implant date. H3: device evaluated = yes. H6: investigation findings and investigation conclusion codes updated. H10: mfg narrative update: the removed locking screws and concomitant hardware (ie. Rod, screw) were returned and evaluated. Due to wear related to use, the lot marking of the locking screws was illegible therefore a review of all potential production records was undertaken with no abnormalities found. Visual inspection identified marking and deformation consistent with the reported event. Based on evaluation findings and the information available, the exact root cause could not be determined.

Manufacturer narrative:
Multiple locking screws were removed and returned for evaluation along with a rod and a pedicle screw. Review of production records identified no issues related to production or inspection that may be associated to the reported event. Evaluation is in progress.

Event description:
At an unspecified time post-operatively, a surgical procedure was performed to address a loose locking screw in a pedicle screw construct that was identified on radiograph.